Event description:
Patient reported obtaining back-to-back glucose results of 504 mg/dl and 171mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requests the return of the suspect product and replacement product was shipped.